Manufacturer narrative:
Device evaluated by MFR.: received product consisted of an epic device inside an open epic shelf box within the pouch in the tray. The batch number on the packaging and device matched the reported batch. The safety lock was present, although it cannot be confirmed whether it was removed from the device and then placed back on the device. The distal end of the stent was partially expanded a length of 6 mm. There was an 8.5 mm gap between the bumper and stent. The shaft was kinked 8 cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that partial stent deployment occurred. A 8x61x120 epic metallic stent was selected to treat the unspecified target lesion. Upon unpacking, the assistant open up the epic box and the physician realized that the stent's one-third part was opened but the thumb wheel was in original position. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial stent deployment occurred. A 8x61x120 epic metallic stent was selected to treat the unspecified target lesion. Upon unpacking, the assistant open up the epic box and the physician realized that the stent's one-third part was opened but the thumb wheel was in original position. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.